Event description:
Approximately six months after implant of a cphv mitral valve, the pt presented with respiratory insufficiency, pulmonary edema, and heart failure. An echocardiogram was performed that showed both leaflets had restricted movement due to thrombosis. The valve was replaced with another cphv mitral valve and cphv aortic valve was implanted in the aortic position. The pt's condition was reported to be good.